Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the green cable was causing the l3-009 errors; the blue cable was causing the l3-018 errors. The safety latch was bent and the e-clip was damaged during disassembly. To correct the customer's complaint the analysis site replaced the green cable, the blue cable, the safety latch and the e-clip. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster is giving the error code of l3-009. The troubleshooting has demonstrated that the cocking mechanism is not broken. The error code is listed several times after removing the different probes. Please evaluate for a damaged green cable. There have been no pt consequences reported. Once device is to be returned.